Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was implanting a protege everflex for treatment of a 200mm calcified plaque lesion with 90% stenosis in the left superficial femoral artery. The artery was 7mm in diameter with moderate calcification and tortuosity. A 7fr non medtronic sheath and a 0.035 non medtronic guidewire were used. The device was prepped as per IFU with no issues identified. The lesion was pre-dilated with a 6mm pre-dilation device. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. The lock-pin was checked for securement and removed prior to deployment.  It was reported inaccurate delivery occurred and the stent foreshortened. There was sufficient distal landing zone. The procedure was completed by deploying another protege ef.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: stent placement was not adjusted after initial flowering of stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.